Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the item (extension set) connected to patient IV cannula, was leaking from the filter site. The device will be returned. No patient injury was reported.

Manufacturer narrative:
Other, additional information was received confirming there was no patient injury and that the patient was closely monitored by the nurses and they changed the set afterwards.

Manufacturer narrative:
Other, other text: additional information: h6,h10 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. One sample was received without its original packaging, in used condition, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. Visual inspection showed there were no obstructions, damaged or broken, or other defects detected in none of the joins of the product. During the leak test, a leak was present in the filter air vent. The complaint was confirmed. The root cause was due to the filter becoming damaged from the use of solutions that contain high levels of surfactants. As per instructions for use (IFU) cautions section leaking could occur if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. No corrective actions are performed since failure mode is not related with manufacturing process. E4 was unknown.